Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : b5 , b6 , b7 , d10 , h6 ( health effect ¿ impact codes ) at this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) unit had battery charging issue. There was no patient involved

Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had battery charging issue. No patient harm or injury reported.